Event description:
It was reported that a vena cava filter tilted and penetrated the cava wall. The pt came in for a scheduled retrieval. When films were reviewed, the vena cava filter was allegedly found to have a 45 degree tilt, and had moved caudally 1cm. The apex of the filter was against the cava wall. A retrieval device was used to straighten and retrieve the filter. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not known. The filter was not returned for evaluation as it has been discarded by the facility. Based on the info received, the result of the investigation was inconclusive. It was reported that the filter was not removed with a bard recovery cone. The current instructions for use (IFU) state: caution: remove the g2 filter using the recovery cone only.